Event description:
Abutment 6050-52-60 was not able engage with intended devices. The diameter of the product " before milling" dimension is oversize by 0.0028" and is the reason that the product was not able to get engaged. Due to non-engagement, doctors would not be able to complete the procedure on time as intended. The screw would be likely to loosen and patient would need to return to the dr. In worst case scenario crown could come loose and patient could swallow it.